Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient, and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report: trident 0 x3 insert 36mm ID: cat# 623-00-36f; lot mhjl88, primary super secur-fit plus size 8-12mm distal stem dia:, cat# j6054-0812; lot 29039602, v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot mhhjjh, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot 27561501, 6.5 cancellous bone screw 25mm; cat # 2030-6525-1; lot # mhkap3p, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot mmhl181. It cannot be determined which, if any of these devices may have caused or contributed to the patient''s infection.

Event description:
It was reported that "patient called to say that she has developed a staph infection which was diagnosed in 2009. She had a rash around both incisions, and also around her cheek area."